Event description:
Following removal of multiple plates and screw hardware patient underwent total elbow arthroplasty in 2004. Patient then developed progressive osteolysis of the ulna with bone loss. Prosthesis reportedly shifted and perforated the ulna shaft. During revision surgery in 2005, a longer prosthesis was implanted.